Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2020-31946. It was reported the patient's scs leads migrated from the initial position. Subsequently, surgical intervention was taken and the leads were repositioned to the original placement and the reported issue was resolved.

Event description:
Related MFR report: 1627487-2020-31946.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.